Event description:
Physician stated "the pt was implanted with the pump and catheter in 1998 and had a catheter replacement in 1998. The pt fell and underwent a total knee replacement in 1999. The pt also had a meningioma which was resected, after which the pt suffered a meningioma which was resected, after which the pt suffered a stroke with right hemiparesis. The pt never recovered from the total knee surgery. The pt continued to loose weight and in june a sinus tract was discoverd at the lumbar catheter insertion site. She also experienced fever, flushing, and was hospitalized. An MRI of the lumbar spine showed a pea-sized abcess and a laminotomy was performed. Cultures were postitive for mycobacterium as well as a gram negative bacteria; the pt had a polymicrobial infection. The tract followed the catheter to the epidural space. No acid fast bacillus or fungus had been cultured at pump explant, but this may be because it was a secondary infection of the wound."